Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient was experiencing leg weakness due to stimulation.

Manufacturer narrative:
Additional information was received that the patient's leg weakness was resolved by reprogramming.

Event description:
A report was received that the patient was experiencing leg weakness due to stimulation.